Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg implantable cardioverter defibrillator: (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead had far field r-wave oversensing and noise. Changes to programming were recommended. The lead remains in use. No patient complications have been reported as a result of this event.